Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on a remote transmission. The pacemaker exhibited far r wave oversensing. No intervention was performed. The patient's condition was stable.

Manufacturer narrative:
Additional information: b5

Event description:
New information received notes that programming changes were performed on 23 nov 2020.